Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that insulin pump was exposed to moisture. Blood glucose was unknown. Troubleshooting was performed. Keypad was unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No buzzing or audio anomalies noted during testing. Unit passed displacement test and self test. Device received with corroded electronic assemblies, corroded force sensor assembly and moisture damage on motor assembly. (B)(4).